Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, missing retainer ring and minor scratched lcd window. No cracks on the screen noted. Pump passed the self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a cracked display screen and the keypad buttons are damaged. The customer's blood glucose reading was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further details given.